Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 512mg/dl. The customer had symptoms such as low blood pressure and treated with insulin. Customer indicated that their blood glucose value was 261 mg/dl at the time of the call and the pump was previously dropped. Troubleshooting found that the pump passed the self test. Customer requested a new pump due to it being dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.